Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found both conductors fractured by induced damage during implant at approximately 205 millimeters (mm) from the terminal end. Also, both conductors and insulation cut with a tool. Laboratory analysis did identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to impedance rose to over 3000 ohms upon connection. Also, the lead was re-test using the pacing system analyzer (psa) and noted no sensing or capture. Physician removed the lead and x-ray, and visual inspection confirmed fractured conductor. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was not successfully implanted due to impedance rose to over 3000 ohms upon connection. Also, the lead was re-test using the pacing system analyzer (psa) and noted no sensing or capture. Physician removed the lead and x-ray, and visual inspection confirmed fractured conductor. A new lead was implanted. No adverse patient effects were reported.